Event description:
Rptr noted laser spot was too large and had to get close to retina to get a smaller spot; burned hole in retina. Finished procedure as planned; no permanent injury or intervnetion reported.